Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture, loss of sensing and low impedance. The insulation was noted to be damaged. The lead was not used and replaced. There were no patient complications during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.